Event description:
It was reported there was an allegedly es2 case that had to be revised due to screw pull out. The surgeon said they would take a look at the x-rays again and reported back since that the surgeon felt that on inspection of the mris and images the surgeon has concluded it was surgeon error and not any fault of the implant. The surgeon is satisfied that the matter is now closed. No other specific information was available on intake for this particular case.

Manufacturer narrative:
Method: device not returned. No other information was available. Results: manufacturing records could not be reviewed because no parts or lot number were provided. Device not returned. Conclusion: the likely root cause is user error.

Event description:
It was reported there was an allegedly es2 case that had to be revised due to screw pull out. The surgeon said they would take a look at the x-rays again and reported back since that the surgeon felt that on inspection of the mris and images the surgeon has concluded it was surgeon error and not any fault of the implant. The surgeon is satisfied that the matter is now closed. No other specific information was available on intake for this particular case.